Event description:
The procedural outcome states patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-01053 was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella cp product and data logs were returned for analysis. The data logs confirm the clinical account of low pump flow. The pump was analyzed, and no signs of biomaterial were noted. Simulated use testing was able to reproduce the low pump flow originally reported. Further investigation found impeller blade damage. The root cause of the low pump flows was broken impeller blades. The root cause of the breakage was unable to be determined. The failure mode will be trended and monitored. Note: this MDR is being reported late dueto retrospective analysis of prior broken impeller blade complaints.

Event description:
A (B)(6) female was admitted to the cardiac cath lab for placement of an impella cp for hemodynamic support. During the procedure, impella flows dropped. The team attempted to troubleshoot and eventually had to replace it with another impella cp. Upon receipt of the device, broken impeller blades were identified.